Event description:
It was reported that the patient experienced a change in therapy effect and had an inflammatory mass. The patient had been receiving dilaudid 40mg daily intrathecally but was titrated down to 20 mg daily over the week prior to the report in preparation for surgery. No neurological deficits were noted. The mass was noted to be enveloping the cord and nerves; it was not removed at the discretion of the surgeon. The hcp removed the catheter and placed a new one 2 to 3 vertebral bodies cephalad to the old catheter tip. Following catheter replacement, the patient was taken to recovery and was observed to be moving her legs and "seemed to be free of any adverse events related to the mass or surgery".